Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus liberte 2.75x8mm drug eluting stent. Duriing withdrawal, it was noticed that the stent struts were bent. The procedure was completed with another taxus stent. No patient complication occurred.